Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump had keypad anomaly. The customer¿s blood glucose level was 486 mg/dl, 489 mg/dl, 550 mg/dl, 140 mg/dl, 175 mg/dl and 400 mg/dl. The customer was treated with syringe. The customer reported that the buttons were not working properly. The customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis. Concomitant: frn reservoir , unk infusion set.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest and the displacement accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.